Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2012. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is ess305 my model number is a57108. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure. Sharp/stabbing pelvic pain, constant spotting, loss of libido, menorrhagia, mittelschmerz, bleeding/spotting after sex, dysmenorrhea, dyspareunia, metrorrhagia, nausea, metallic taste in mouth, headaches or migraines, dizziness, tingling sensations, numbness, brain fog and cloudiness, forgetfulness, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss) numbness/tingling in extremities (hands/feet ), chemical and food sensitivities, metal allergies (nickel), acne, skin irritation/itching, hair loss , weight gain, and abdominal spasms/ twitching/ fluttering the device is still inside of me and will be removed (B)(6) 2014.